Event description:
User receiving discrepant result for urine total protein while performing a correlation study. No actual patient testing was being performed. No results were reported as these samples are being used for correlation purposes. Eight examples were provided. All results are in mg/dl. Samples 1 initial result 0.9, repeat 3.9. Sample 2 initial result 3.6, repeat 7.0. Sample 3 initial result 3.8, repeat 14.8. Sample 4 initial result 0.8, repeat 1.4. Sample 5 initial result 2.7, repeat 5.7. Sample 6 initial result 23.2, repeat 76.9. Sample 7 initial result 23.3, repeat 46.3. Sample 8 initial result 206.6, repeat 274.2. The technical service rep determined the samples were frozen and thawed twice causing poor correlation between the reagent generations. A successful correlation was performed with fresh samples.